Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device alarmed, "no disposable, pump won't run." The reservoir volume was 65, the rate was 4.2, and 129 was given. There was air in the tubing. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.